Event description:
In may 2006, the lay-user/patient contacted lifescan alleging that his one touch ultra meter was powering off during use. The patient also alleged that the meter showed the "apply sample" symbol but a blood test would not start. The medical affairs specialist (mas) mailed a letter to the patient in may 2006, since he could not be contacted by telephone on two seperate days.on an unknown date/time, the patient attempted to test himself with the reported meter but unsuccessful due to the meter powering off during use. After attempting to use the meter, the patient ate food and/or drank a beverage. He was asymptomatic at the time. On another unknown date/time, the patient encountered an issue where a blood test would not start on the meter. The meter just showed the "apply sample" symbol. Again, the patient did not have symptoms. However, the patient did not take any intervention after attempting to use the meter. The patient indicated that in may 2006, he was involved in a car accident. Emergency services took him to a hospital where he was given "IV fluids" to stabilize his blood glucose levels. The patient also mentioned that he had ice cream. He was admitted in the hospital for 2 hours before leaving against medical advice. The patient also indicated that he thought his blood glucose readings were low. The mas corresponded with the customer care advocate (cca) that spoke to the patient during the initial call that was made to lifescan. The cca stated that the patient believed the meter's issues contributed to the car accident. The cca was able to resolve the "apply sample" issue during trouble-shooting. However the meter, test strips, and control solution were replaced.it would have been helpful to know the following information: when did the meter issues start, did the patient attempt to test himself before, during, and after the car accident, and what blood glucose readings did emergency services and the hospital get. In addition, it would have been helpful to know what type of medical treatment the patient received on the day of the event, what the patient's medication/treatment regimen was at the time of concern, if the patient was following the regimen prior to the event, and what meals/beverages did the patient have before the accident.this complaint is being reported due to the following conclusion: the patient was unable to test with the reported meter due to the power issue. Also, the patient could not get a test to start on the meter. The patient got into a car accident and was taken to a hospital where he received "IV fluids" to stabilize his glucose.